Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the lead found it was returned incomplete. Only a small portion (4.3cm terminal end only) of the lead was returned. The lead had been cut as a result of the explant procedure. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. Patient was hospitalized with severe pneumonia and case is postponed until resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's scs leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32023. It was reported the patient experienced inadequate stimulation with their scs system. In turn, the patient may undergo surgical intervention to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.